Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip (spike) of four (4) sterile repeater pump tube sets broke off. This was observed during use with a non-baxter bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between february 3, 2023 ¿ february 4, 2023. The actual devices were not available; however, photographs of a sample were provided for evaluation. Visual inspection was performed on the photographs which identified the spike tip was bent. The reported condition was verified as a bent tip. The cause of the bent tip could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.